Event description:
The manufacturer received information alleging a coughassist t70 device stopped working properly while in use with a tracheostomy patient. The patient had a medical history of amyotrophic lateral sclerosis (als) and expired while using the device. The device was returned to the manufacturer's service center. The manufacturer found the device to operate to design specifications. The device cycled properly on inhalation and exhalation. During the evaluation of the returned device, the device's air path was observed to be contaminated with talc type white powdery substance. The origin of this contaminant is unknown, but this contamination did not affect the device's ability to provide therapy. The intended use of the coughassist t70 device: the respironics cough assist t70 is intended for use on adult or pediatric patients unable to cough or clear secretions effectively. It may be used either with a facemask or mouthpiece, or with an adapter to a patient's endotracheal or tracheostomy tube. The device is intended to be used in the hospital, institutional environment or in the home. The manufacturer concludes the device did not cause the reported adverse event. It appears the patient's medical condition contributed to the patient's outcome.